Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 10-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a postoperative hematoma occurred following the implantation of the lead. The hematoma prompted a return to the operating room for intervention, during which the device was removed. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) and a manufacturer representative (rep) stating the patient underwent a device replacement. During placement of the new lead, the hcp reported that the new paddle was going too high. Hcp was then able to use the previous wires to properly guide the new lead. The new implantable neurostimulator (ins) and lead were placed properly and confirmed with x-ray. This ins was interrogated and found to have good connectivity and impedance. In the recovery room, patient was found to have a sensory level halfway between the nipples and umbilicus. Patient had a sudden onset of no movement in either leg after they were moving all extremities well upon initial presentation in recovery. There was alsoo report of left leg pain. This prompted the patient to be brought back to operating room. This is when the hematoma was found. An epidural artery that was bleeding was found. The whole system was explanted.